Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding an implantable drug infusion device. The drug being delivered was 25 mcg/ml prialt (ziconotide) at 7.4 mcg. The reason for use was unknown. It was reported that a motor stall occurred. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics included reading the pump on (B)(6) 2018. The logs showed that a motor stall occurred, recovery occurred, a motor stall occurred again, and a recovery occurred again. It was reported that this happened over and over. It was unknown when the issue occurred. The device was explanted on (B)(6) 2018 and replaced by a device of the same manufacturer. The customer was notified that the device should be returned, but it was not as it was discarded by the customer. The issue was resolved at the time of the report. The healthcare professional (hcp) would have no further information for the manufacturer. The patient status was reported as ¿alive ¿ no injury.¿ the patient¿s weight was unknown and would not be made available. There were no further complications reported/anticipated.